Manufacturer narrative:
Date of event: exact date unknown, event occurred nine months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg wherein the ipg had to be charged for longer period of time. It was also reported that the patient's ipg gets hot during charging session. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.